Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient paged the clinic at 0425 am on (B)(6) 2024 that their system controller had a driveline fault alarm as a yellow priority alarm. The patient double checked that the connection from the driveline and modular cable was secure. The green pump running led was still lit up showing the pump was still running. A self-test did not resolve the alarm. A system controller exchange was performed which resolved the alarm. Log files were submitted for review and contained various alarms associated with a brief pump connection to the system controller at 0540 am and the pump was disconnected from this controller a few seconds later. The data suggested that this was the patient's backup controller. The patient had another driveline power fault alarm on (B)(6) 2024, the patient performed a system controller exchange which cleared the alarm at the time. The driveline power fault alarm reoccurred on (B)(6) 2024, and the patient's modular cable was exchanged which cleared the alarm. Log files were submitted for review and only captured system controller clock corrupt messages. There were no patient symptoms related to the controller exchange. It was noted that the controller clock was set a few minutes prior to downloading log files.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline power fault alarms was confirmed via log file analysis. Event log files, extracted from (B)(6), were evaluated and data from (B)(6) 2024 was reviewed. Starting at 22:17:34, power a broken faults activated due to the current sense on line a being lower than the expected amperage threshold. The power a broken faults triggered driveline power fault alarms to activate at 22:17:36. The alarms did not resolve before the driveline was disconnected at 22:23:03, consistent with the reported system controller exchange. An event log file, extracted from (B)(6), was evaluated and data from a default timestamp of (B)(6) 2000 from 11:44:06 ¿ 22:15:11 was reviewed. Starting at 20:29:21, power a broken faults activated due to the current sense on line a being lower than the expected amperage threshold. The power a broken faults triggered driveline power fault alarms to activate at 20:29:24. The alarms did not resolve within the log file. Visual inspection of the returned heartmate 3 vad modular cable (lot number unknown) revealed fluid ingress on the inline connector pins. The returned mod cable underwent functional testing and passed all testing procedures. The mod cable was connected to the returned system controller and successfully operated in a mock circulatory loop for extended operation without any issues. The reported alarms were unable to be reproduced during the investigation. While the reported driveline power faults were unable to be reproduced during this investigation, the ingress noted within the inline connector of the modular cable has the potential to contribute to the reported event. The root cause for the reported event was unable to be conclusively determined through this analysis. Device history records could not be reviewed due to the lot number of the modular cable being unknown. Heartmate 3 instructions for use (IFU) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline fault alarms. Heartmate 3 IFU section 2 - ¿system operations¿ and heartmate 3 patient handbook section 2 ¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. Heartmate 3 IFU section 8 - ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 - ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. Heartmate 3 IFU and heartmate 3 patient handbook contains information on caring for the driveline and proper showering methods in section 4 ¿living with the heartmate 3". In several sections, this document warns the user to never put the driveline, system controller, or any external equipment into water or liquid; immersion in water or liquid may cause the pump to stop. Section 4 "living with the heartmate 3" of the patient handbook (under "caring for the driveline") contains information regarding how to clean and care for the driveline. This section instructs the user: "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid." The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported on (B)(6) 2024 that both the system controller and modular cable were replaced which resolved the alarms. Additional log files were submitted for review which captured a string of driveline power fault alarms beginning on (B)(6) 2024 followed by driveline disconnect / lvad off alarms on (B)(6) 2024 at 10:23 pm where the driveline was disconnected from the system controller indicative of a controller exchange.